Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the patient¿s child could not wake the patient up for approximately 1 hour. The patient¿s cgm was reading 74 mg/dl. No bg meter reading was taken at this time. The patient¿s child called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 43 mg/dl. No cgm comparison value was reported. Ems treated the patient with an intravenous (IV) ¿bag of sugar¿. After treatment, the patient¿s bg meter reading was 225 mg/dl and the cgm was reading 325 mg/dl. The patient remained at home and was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.